Event description:
No additional information received from the customer. This report is being supplemented to provide correction to the f10 codes health effect impact code and medical device problem code submitted in the initial emdr. Upon further review f14 prolonged episode of care and a0512 unintended movement do not apply to the scenario. Correction f10 codes.

Event description:
It was reported that during a therapeutic ureteroscopy with lithotripsy procedure, the ureteroscope became stuck inside the patient¿s ureter because the last 5 cm of its distal tip was retroflexed into a ¿u¿ shape, and folded in half onto itself. Making withdrawal impossible. The scope was locked inside the patient and could not be moved or angulated when the physician attempted to advance. As such, a soltive laser at a 1 joule setting was used to incise and widen the urethra. Subsequently, a second semi-rigid ureteroscope was introduced to straighten the failed ureteroscope allowing successful withdrawal of the scope from the patient. The procedure was completed with the same device with a delay of greater then 30 minutes. The patient required an additional day of hospitalization for post-procedure monitoring. No other adverse events or complications were noted.